Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11/18/2021. H6: investigation: two photos and ten samples were received by our quality team for evaluation. From the photos, the team observed that the plunger rod was detached from the stopper and the plunger head was missing. Nine samples were returned for the plunger movement difficult nonconformance and one sample was returned for stopper separation from plunger. The samples returned for plunger movement difficult were subjected to breakout and sustaining force testing. All samples passed and were within specification. The samples were returned for stopper separation from the plunger was observed with the plunger head chip off. A device history record could not be evaluated as the lot number is unknown. As the returned samples for plunger movement difficult passed the plunger breakout and sustaining force test specification, a root cause could not be determined. The probable root cause of the plunger head chip of could have been due to the molded plunger tip hitting against the molded plunger target box when transferring from the molding machine to the assembly line. H3 other text: see h10.

Event description:
It was reported that 6 bd syringe 1ml ls tuberculin had difficult to move plungers and 1 had the stopper separate from the plunger. The following information was provided by the initial reporter: " the customer reported the following issues of syringe (302100): (1) plunger movement difficult ×6: it was impossible/difficult to push the plunger forward. (2) stopper separation from plunger ×1: the stopper was separated from the plunger."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 bd syringe 1ml ls tuberculin had difficult to move plungers and 1 had the stopper separate from the plunger. The following information was provided by the initial reporter: " the customer reported the following issues of syringe (302100): plunger movement difficult ×6: it was impossible/difficult to push the plunger forward . Stopper separation from plunger ×1: the stopper was separated from the plunger."